Event description:
It was reported that the insulin pump alarmed several errors in a day. The customer did not know the blood glucose reading. The customer stated that the device had not been stored nor out of use for an extended period of time. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with error alarms due to a broken soldier joint on the interface board. The device was received with minor scratches on the lcd window. The device was also received with cracked battery tube threads and a missing end cap sticker.